Event description:
Procedure was stopped about half way through due to massive bruising and lump formation. Every where ultherapy was used was now black. The entire area was very sore (throat and part of face). Lymph nodes were enlarged and very tender. As of today, (B)(6), there continues to be slight discoloration and very slight tenderness. (B)(6), 2014, met at md office (with small group of ladies) and ultherapy (FDA - cleared non-invasive neck lift). Discussed with md and rep the drug plavix. Both said plavix would be no problem.